Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out of round configuration), trauma (cardia pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient information, a definitive root cause is unable to be determined. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had stenosis which can in turn interfere with normal coaptation functionality of the device by restricting the leaflet motion, and thus, resulting in central regurgitation. In this case, the patient had stenosis, which could have suboptimal leaflets coaptation leading to valve regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. In this case, the stenosis and regurgitation were confirmed by records received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by compassion clinical study, post tpvr procedure with a 23mm sapien 3 xt valve, the patient presented to the hospital with chest pain, and echo report revealed right heart dysfunction along with moderate stenosis and insufficiency. The valve was explanted. Per report, moderate residual regurgitation was observed following pulmonary valve intervention.

Manufacturer narrative:
Investigation is still ongoing.